Manufacturer narrative:
Date of initial report: 2017-07-18. One lf1723 ligasure device was received, and an evaluation confirmed an issue with a detached component. Visual inspection found the jaw overmold was melted and missing a piece. Because of the damage, the resistance between the jaws was out of specification and a regrasp alarm sounded when the device was activated. The damage observed is consistent with grasping a metal object between the jaws during activation. The investigation identified the root cause of the reported event to be misuse. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc..) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that regrasp alarms occurred during a procedure, preventing activation of the device. There was no patient injury, and a new device was used to continue the procedure. Examination of the received sample found a piece of the overmold on the jaws is missing and was not returned. The customer reported that no piece of the device fell within the patient.